Event description:
The reporter claimed that the patient blood glucose elevated to 400 mg/dl due to the power issue. The patient's current blood glucose is 321 mg/dl. The patient did not develop any symptoms that would suggest a serious injury. Reportedly, the animas pump rebooted 5-6 times within the past 3-4 days. The reporter indicated that the battery cap is secure. There was no trauma to the pump. The subject pump is exposed to the shower water. Troubleshooting could not be completed because the reporter did not have the pump at hand. The product is being returned for investigation. This complaint is being reported as a malfunction due to the alleged power issue. The patient did not have any no medical intervention, symptoms, or blood glucose result that meet animas criteria of a serious injury.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box history indicated no power issues with the pump. The alarm history showed multiple call service 052 alarms. No damage was found to be battery compartment or cap. The battery cap was tested and no connection defects were found. The battery cap was able to secure properly to the pump. The pump powered on and was exercised for 24 hours without alarms or power events. The pump was opened and no damage was found to the power circuit.